Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient underwent surgery to remove the "failed" bard/davol sepramesh ip which the surgeon noted to be ¿entangled with the mesh are loops of small bowel¿adhesions were dense, extensive and very concrete.¿ adhesions are a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent repair of a ventral hernia and a bard/davol sepramesh ip, cat 5959480 lot no. Huvl0959, was implanted during this repair. On (B)(6) 2016: the patient underwent surgery to remove the ¿failed st bard mesh¿ (bard/davol sepramesh ip). It is alleged that upon visualizing the bard/davol sepramesh ip the surgeon noted ¿entangled with the mesh are loops of small bowel¿adhesions were dense, extensive and very concrete.¿ as reported, the patient has been injured and sustained past and future severe pain, suffering, disability, and impairment. It is alleged that the patient continues to experience complications related to the bard/davol sepramesh ip and will likely require additional surgeries to repair the damage from the ¿defective¿ sepramesh.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent repair of a ventral hernia and a bard/davol sepramesh ip, cat 5959480 lot no. Huvl0959, was implanted during this repair. (B)(6) 2016: the patient underwent surgery to remove the ¿failed st bard mesh¿ (bard/davol sepramesh ip). It is alleged that upon visualizing the bard/davol sepramesh ip the surgeon noted ¿entangled with the mesh are loops of small bowe. Adhesions were dense, extensive and very concrete.¿ as reported, the patient has been injured and sustained past and future severe pain, suffering, disability, and impairment. It is alleged that the patient continues to experience complications related to the bard/davol sepramesh ip and will likely require additional surgeries to repair the damage from the ¿defective¿ sepramesh. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with ventral hernia thereby underwent repair with the implant of sepramesh ip (device #1). (No operative notes were provided). (B)(6) 2013 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of ventralex mesh (device #2). Per operative notes, ¿the anterior wall was cleared of adhesions. The hernia sac was excised. Then a ventralex mesh (device #2) was placed flat and up against the abdominal wall using sutures and staples.¿ (note: there was no visualization/mention of sepramesh ip (device #1)). (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia and adhesions thereby underwent repair with removal of sepramesh ip (device #1) and ventralex mesh (device #2) and implant of bard flat mesh (device #3). (No operative notes were provided). (B)(6) 2018 - patient was diagnosed with symptomatic ventral hernia with incarceration and bowel obstruction thereby underwent open repair with implant of polypropylene mesh. Per operative notes, ¿hernia defect identified at the umbilicus and loop of bowel remaining incarcerated. Bowel loop was dissected free from peritoneum. Serosal tears were closed. A polypropylene patch was fashioned to size and placed over the defect and secured with sutures.¿ (there was no visualization/mention of bard flat mesh (device #3)). Attorney alleged that the patient had adhesions, bowel/intestinal obstruction, hernia recurrence, mesh migration, mesh shrinkage, pain & suffering.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient underwent surgery to remove the "failed" bard/davol sepramesh ip which the surgeon noted to be ¿entangled with the mesh are loops of small bowel. Adhesions were dense, extensive and very concrete.¿ adhesions are a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 11 months post implant of sepramesh ip, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the date of manufacturing (15-dec-2011) is considered to be a best estimate. Updated fields: a2, a4, b4, b5, b7, d4 (UDI no), e3, g1, g3, g6, h2, h6, h10. Corrected field: b3 (date of event). This supplemental emdr represents the sepramesh ip (device #1). Additional emdr's were submitted to represent mesh ¿ ventralex (device #2) and bard flat mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.